Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that she "is traveling and woke up with a jolt in her chest". Attempts to determine the nature of the event were unsuccessful. Follow-up indicates that the patient has not been seen in the clinic since the date of the call. The device and leads are still in use. No further patient complications were reported as a result of this event.